Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) explained the alarm. The caller would discard the supplies and call the nurse (rn) regarding the air detected alarm. (B)(4) contacted the peritoneal dialysis nurse (rn) on (B)(6) 2011. The rn stated that the hp was doing fine and continuing with therapy. The customer contacted ps on (B)(6) 2011. The hp stated that he did a manual exchange the following day. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because, the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error patient disconnect from the set.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.